Event description:
It was reported that the patient was unable to adjust stimulation. There was a call your doctor icon and a power on reset (por) displayed on the patient programmer. The same message was observed on the recharger as well. The patient reported no radiation or x-rays. However, the patient did have jury duty this week, and was going through a metal scanner. The patient stated their implant was off when going through. It had not been an extended period of time since it was last used. The implant was last used two weeks ago. When using the recharger, it showed that the implant was ½ to ¾ full on recharging. The information por was cleared using the patient programmer. The patient was able to turn the implant on and it was working. The por was resolved.

Manufacturer narrative:
Concomitant products: product ID: 3777-60, lot# va0hzu5009, serial# (B)(4), implanted: (B)(6) 2014. Product type: lead. Product ID: 3777-60, lot# va0hzu5010, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).